Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of unsure over delivering insulin. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level was between 70 mg/dl and 120 mg/dl while wearing the pod for an undisclosed time. The reporter stated that the omnipod 5 pod was worn at the time of the event, however the dexcom was not worn, as they were unable to get a replacement. The reporter stated the patient was ¿foaming at the mouth and seizing.¿ the patient went to the hospital on july 13, 2025, and was discharged within 2 to 3 hours that same day. There was no diagnosis given. The reporter stated the bg rose on their own, but the patient was given intravenous fluids and a popsicle. The reporter stated that this was not believed to be pod related but due to management of care in manual mode without sensor connectivity. The patient is reported to have been doing fine since this event.